Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error during basal delivery. The patient's blood glucose at the time of incident was 163 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The device was able to rewind without incident. However, the displacement test failed. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. However, noisy motor noted during our testing due to faulty motor. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.